Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2. This was a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, implant was removed and replaced due to a lack of fluid [leak] and the tubing fraying around the reservoir and the cylinders.

Event description:
According to the available information, implant was removed and replaced due to a lack of fluid [leak] and the tubing fraying around the reservoir and the cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.